Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device via a 7f sheath, after a percutaneous coronary intervention (pci) procedure. Reportedly, when the suture was tightened with one hand, the suture broke. Manual arterial compression was applied to achieve hemostasis. There was no report of adverse patient effect. There was no report of clinically significant delay in the procedure. No additional information was provided.